Manufacturer narrative:
Device was not returned for analysis.

Event description:
During a laparoscopic assisted vaginal hysterectomy the ez35w would not close, fire or open properly. A second ez35w was opened and the same problem occurred. It was noted that the black sheath was coming down over the jaws of the instrument. The case was completed with clips and electrocautery. There was no consequence to the pt.